Manufacturer narrative:
(B)(4). The device was manufactured 09 sep 2016 - 12 sep 2016. The device was received for evaluation. During visual examination, excess white drug precipitate was observed inside the solution of the reservoir. When the luer cap was removed, no evidence of flow was observed coming out at the distal luer. Further examination reveals the cause of the flow problem was excess drug precipitate. No issues were identified with the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a half day infusor would not flow when the blue winged luer cap was removed. The device was filled with 1300mg deferoxamine diluted in 50ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.